Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, and the device was offline. A field service engineer found that the network cable needs to be replaced. The hospital information technology department resolved port and virtual local area network communication issue. After waiting for the room to become available, network and cable connections were fixed, the station began communicating with the console, rebooted multiple times, and the ip address was verified. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station 4000 was not communicating, and device was in offline. The customer tried to reboot and recover, but the issue persisted. The customer added this malfunction caused a delay in dispensing the medication to the patient since they had to get the medications from another station. There were no adverse events or injuries reported based on this incident.